Event description:
Caller reported alarm 01 occurring with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as readings did not exceed 500 mg/dl. Technical support instructed the caller to load a new cartridge, but the alarm persisted, leading to the decision to replace the pump. The customer will use multiple daily injections (mdi) as backup therapy to ensure insulin delivery during this period. The replacement pump, equipped with updated software, will be sent, and training materials will be provided through the tandem source account. The customer is aware of the steps for returning the problematic pump.